Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-operative assessment, the surgeon reported a wound on the patient¿s breast contralateral to the intact wand insertion point, congruent with electrosurgical necrosis. The surgeon noted during the original procedure the wands initial alignment was off centered and may have contributed to the patient's wound, however it was also reported that the stereotactic table utilized was out of calibration causing the misalignment. The patient was treated with stitches and dressings.